Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was not returned to the manufacturer for service and repair. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
The user facility reported to service and repair the a1059 mayfield modified skull clamp had a broken plunger stud.